Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient is experiencing ineffective stimulation in his low back. The patient desired to meet with the sjm representative for reprogramming. Following-up information revealed reprogramming was unable to resolve the issue. It was noted, the patient needs to have a MRI performed. Subsequently, the patient will undergo surgical intervention as the next course of action.